Event description:
I was last seen in dr's office in 2006, to see you for an eye infection. For the previous 3 weeks, I was using blephamide twice a day to treat the symptoms of the eye infection. The day before, in the pm, I stopped using the drops. The next day in the am, I did not use the drops either. It appeared during my appointment and based on the improvement in symptoms, that I was 1,000% better. By 3:00 am the following day, my right eye only was tearing heavily and felt gritty. I put one drop of blephamide in my right eye that same am. On sunday, am, I used one drop. I continued the drops today. You asked me to call you if my symptoms changed. I thought this letter would be helpful in determining next steps. Symptoms: day date time medication none thursday pm no none friday am no none, friday pm no watery, gritty, saturday am yes gritty, saturday pm yes feels like small object in eye sunday am yes feels like small object in eye, sunday pm yes feels like small object in eye, monday pm yes. Dates of use 2004-2006. Diagnosis or reason for use: contact lens cleansing. Event abated after use stopped or dose reduced: yes.